Event description:
It was reported that the catheter became fractured. The moderately stenosed target lesion was located in the mildly calcified hepatic artery. A 135/10 renegade hi flo kit was selected for use. During the procedure, the renegade catheter was inserted into the lesion. However, when the device was adjusted to its location, it was noted that the catheter was fractured. The device was simply withdrawn from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was stable.

Event description:
It was reported that the catheter became fractured. The moderately stenosed target lesion was located in the mildly calcified hepatic artery. A 135/10 renegade hi flo kit was selected for use. During the procedure, the renegade catheter was inserted into the lesion. However, when the device was adjusted to its location, it was noted that the catheter was fractured. The device was simply withdrawn from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was stable. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was fractured in 1 location. The location of the fracture was 2.5cm from the hub. The shaft was not completely separated the inner liner was still connected. Per the customer return statement, the fracture happened during the procedure when adjusting the location in the patient. The distal end of shaft showed a kink 5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.